Event description:
Customer stated one of the needles did not have the orange protector on it inside the bag and it was poking through the bag and stuck her left index finger. The cap was not inside the bag.

Manufacturer narrative:
Customer received a needle stick from an unused syringe because of a missing needle cap. A total of (B)(4) pbs of lot #1140725a, made from bulk syringe lot #'s 40312 and 40429, were released on (B)(4) 2014. A total of (B)(4) pbs were packed and released. Note: a production reword report was created for (B)(4) pbs to be taken out of the system all (B)(4) units were shipped with the last shipment going out on (B)(4) 2015. Review of device history files to include incoming inspection records and final release packet indicated no issues with this lot.